Event description:
It was reported that this inflatable penile prosthesis started to show signs of dimpling and fluid loss in the pump. The patient underwent surgery and fluid loss was confirmed. All components were removed and replaced. There were no patient complications.